Event description:
It was reported that, after tka surgery, it was noticed that the femoral component was malrotating. A revision surgery was performed to explant it. The outcome of the patient or further information is unknown.

Manufacturer narrative:
Updated information.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that after tka, a revision surgery of the cr femoral component was performed due to unknown reasons. The outcome of the patient or further information is unknown.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. According to clinical/medical investigation, this case reports a revision surgery was performed due to mal-rotation of the cr femoral component. Per email correspondence, the requested medical/surgical records and x-rays are not available. Therefore, the patient impact beyond the revision surgery cannot be determined. Due to insufficient information, no further clinical assessment can be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.